Event description:
The customer reported a gridswitch error during examination and was unable to see the needle or catheter in the patient's body. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.